Manufacturer narrative:
Medtronic investigation of returned suspect cable adapter dvi finds that the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Medtronic investigation of returned suspect dvi-m to hd 15-m 6ft min cable finds that the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. The reported event could not be (B)(6) by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 08/03/2016 a medtronic representative, following-up at the site, reported during a navigation system check-out, the reported issue could not be replicated. The navigation system was functioning normally. No issues identified. Return requested. Replacement cable adapter dvi shipped to site 08/01/2016. Suspect cable adapter has not been received by manufacturer for analysis. Return requested. Replacement dvi-m to hd 15-m 6ft min cable shipped to site 08/15/2016. Suspect cable has not been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that there was something wrong with their navigation system. The navigation system monitor was flickering, although all the connections were intact. In trouble-shooting, the medtronic representative connected the monitor cable to the other video out, however, this did not resolve the issue. No further details regarding this behavior were provided. There was no patient present when this issue was identified.